Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressings was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filled due to possible user error.

Event description:
The following information was reported to kci by the patient's mother: a foreign material alleged to be v.a.c. Dressing was left in the patient's wound and was stuck to the wound which required hospitalization for removal. On (B)(6) 2014 the following information was reported to kci by the nurse: on (B)(6) 2014, the dressing was allegedly observed to be adhered to the wound bed. On (B)(6) 2014, the physician performed sharp debridement, in office, to remove the foreign material. The nurse confirmed that the patient was not hospitalized. The patient was subsequently placed on wet to dry dressings and is reported as doing "fine."